Event description:
The customer reported a ventilator's user interface is black and won't turn on. Additionally, there was some damage to the front and rear bezel. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer replaced the user interface (ui) printed circuit board assembly (pcba). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.